Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries have been replaced. Additional: the device has been evaluated onsite and will not be sent back to baxter for evaluation. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-(B)(4). This device is a p 1.5 colleague pump with a user interface module software version of 5.08.92.

Event description:
Baxter field service technician serviced a colleague infusion pump for a battery issue. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. Upon review of the event history, it was found that a battery depleted set caused an interruption of delivery. There is no further complaint information available. There was no adverse event, patient injury or medical intervention associated with this report.